Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-27. H6: investigation summary: bd received 14 samples and 1 photo for the investigation. The photo was reviewed and the customer¿s indicated failure mode for poor barrier separation was observed, however the lot # cannot be identified for confirmation of a specific lot. The samples were tested and the indicated failure mode for poor barrier separation were not observed. 3 (lot 0133388) + 3(lot 0133390) + 1(lot 0072538) + 2(lot 0100291) returned samples provided in the complaint and 1 control tube were therefore, drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 10 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Although the issue is seen on the photo provided, this complaint cannot be confirmed since all testing on the return samples was satisfactory and the photo provided does not show the lot number in use.

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube had poor barrier separation of sample. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "the gel was floating on top of the plasma and clogged the sample probe on the instrument. The customer had 2 pst tubes (ref #367960) that were placed on the automated line for processing. When the tubes got to the dxi instrument for troponin the gel was floating on top of the plasma and clogged the sample probe on the instrument.¿

Manufacturer narrative:
The following fields were updated due to additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0133388. D.4. Medical device expiration date: 2021-05-31. H.4. Device manufacture date: 2020-05-12. D.4. Medical device lot #: 0133390. D.4. Medical device expiration date: 2021-05-31. H.4. Device manufacture date: 2020-05-12. D.4. Medical device lot #: 0072538. D.4. Medical device expiration date: 2021-03-31. H.4. Device manufacture date: 2020-03-12. D.4. Medical device lot #: 0100291. D.4. Medical device expiration date: 2021-04-30. H.4. Device manufacture date: 2020-04-09.

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube had poor barrier separation of sample. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "the gel was floating on top of the plasma and clogged the sample probe on the instrument. The customer had 2 pst tubes (ref #367960) that were placed on the automated line for processing. When the tubes got to the dxi instrument for troponin the gel was floating on top of the plasma and clogged the sample probe on the instrument.¿

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube had poor barrier separation of sample. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "the gel was floating on top of the plasma and clogged the sample probe on the instrument. The customer had 2 pst tubes (ref #(B)(4)) that were placed on the automated line for processing. When the tubes got to the dxi instrument for troponin the gel was floating on top of the plasma and clogged the sample probe on the instrument.¿